Manufacturer narrative:
The device ro 14 040 has been inspected for investigation purpose. The tests performed confirmed that drill was distorted. As repair, the instrument adapter was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the seeg drill adaptor was non-functional. There was no patient/user impact reported.